Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Ventricular short interval count v-sic=710.5 counts avg/day, in 92.02 days between (B)(4)-2010 13:26:04 and (B)(4)-2010 13:47:49.

Event description:
It was reported that there was a high number of short v-v intervals observed. The lead is still in use. No patient complications have been reported as a result of this event.